Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not responding and had an error message. The insulin pump alarmed for a failed self test. It was advised that the customer call the helpline to have the insulin pump replaced.